Manufacturer narrative:
Historically, for complaints of this nature, examinations of the valves have revealed the presence of biological debris within the devices which have interfered with their programming and/or pressure control mechanisms. The biological debris has caused the returned valves to fail the programming and/or pressure tests and appears to have caused the difficulties experienced by the customers. Reviews of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is considered to be closed at this time.

Event description:
Affiliate reported the physician assumed a malfunction of the valve. They adjusted the valve from 140 to 80 mm h2o with no improvement of the status. They tried to lower the pressure of the valve, however, there was no success. As a result, they explanted the valve and replaced it. It was also noted that the programming of the explanted valve also failed.